Manufacturer narrative:
(B)(4). Batch # n93c0x. Investigation summary . The handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument, and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the handpiece mid housing. It is possible that the ingress of moisture affected handpiece functionality. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nosecone. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the generator was unable to recognize the handpiece. There was no harm to the patient and there was no surgery delay reported. A spare device was used to complete the case.